Manufacturer narrative:
H10: this file was reassessed for reportability and determined to be no longer reportable. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned to the manufacturer for evaluation. One MRI powerport isp was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported unable to aspirate issue, as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty in infusing or aspirating the port body under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. In addition, only the port body was returned for evaluation. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the device was allegedly unable to aspirate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned for evaluation. The investigation of the reported event is currently underway. Expiry date: (05/2021).

Event description:
It was reported that during a port placement procedure, the device was allegedly unable to aspirate. Another port was used to complete the procedure. There was no reported patient injury.